Event description:
It was reported that the user experienced a severe hypoglycemic event while using the iLet with a FSL3+ CGM, with a lowest blood glucose of 22 mg/dL and glucose values out of range for approximately 2.5 hours; the iLet alerted for low glucose but then stopped alerting as glucose continued to drop, EMS was called by a family member, and the episode was corrected with oral glucose sources including sweetened beverages, candy, and syrup. Symptoms included unresponsiveness, sweating, and vomiting. Outcomes included outside assistance due to user incapacitation, EMS treatment on scene without transport or admission, and fatigue lasting for several days. Investigation included review of synced device logs and user interaction details, with troubleshooting and education completed. Investigation of this case revealed an adverse event of hypoglycemia with unclear cause, without confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.